Manufacturer narrative:
The serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. The device was not returned for evaluation as it remained implanted after the valve-in-valve (viv) procedure, therefore customer report of calcification could not be confirmed by product evaluation. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. A definitive root cause cannot be conclusively determined; however, patient factors may have contributed, including patient age at time of implant.

Event description:
Edwards received notification that a 36-year-old patient with a 3300tfx valve of unknown size implanted in the aortic position underwent a valve-in-valve procedure after an implant duration of nine (9) years and three (3) months due to calcific degeneration leading to stenosis and aortic insufficiency. The patient presented with shortness of breath and chest pain. A 26mm transcatheter heart valve was successfully implanted within the pre-existing surgical edwards valve. The patient was noted as to be discharged home.

Manufacturer narrative:
The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.